Event description:
The patient claimed to be experiencing signs of infection. Patient is to be seen by medical professional to confirm the events occurring. Antibiotics were prescribed by the provider. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received.